Event description:
A customer reported the main lamp bulb needs to be replaced and right heel switch is not working on the footswitch. The customer advised they can still use machine without any issues. The reported events occured prior to surgery with no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).